Manufacturer narrative:
The device was returned to olympus for evaluation and confirmed the allegation. The evaluation had additional findings not reported in the b5. There was a fuzzy, live image specifically where the live image feed shows. The front panel mouth was cracked. The socket slider switch (bad scope socket) was worn out. There was intermittent use of the high intensity mode. Dust debris was found inside the scope socket. The light intensity output measured out of specifications. Debris was found inside the air pump tubing. The old version switch required an upgrade. The lamp life meter reading was 470 plus hours. There was a non-olympus lamp. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the light source displayed error code b30. The customer continues to receive a b30 error code no matter what scope is used. The issue was found during the egd and ercp diagnostic procedures. The intended procedures were completed using the same type of device. There were no reports of patient harm. Related complaint identifier: (B)(4).

Event description:
The event took place during preparation for an esophagogastroduodenoscopy (egd) and endoscopic retrograde cholangio-pancreatography (ercp) procedure. No other devices were involved; the intended procedure was completed with the same device without delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The customer's reportable malfunction was not confirmed. Based on the results of the investigation no root cause could be identified. Olympus will continue to monitor field performance for this device.